Event description:
Surgeon used three opus magnum knotless implants for rotator cuff repair. Approx 8 weeks post operatively, pt presented with shoulder pain and x-rays were taken. Surgeon determined that two implants had come loose from the bone hole, and the third implant remained in the bone but the suture had pulled through the supraspinatus tendon. Revision surgery was performed and pt is reportedly doing fine.